Manufacturer narrative:
D9, h2, h3: the return of bi71000168 provided the lot number cm20043 rev. 3. The hardware was returned and analysis was performed. The analyst installed the collimator in a test imaging system. The system initialized. Motion, generator, communication and charging readied. 2d and 3d imaging was successful. Codes b01, c19, d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID bi71000875 (lot: -); product type: h3: the system was serviced in the field and the colx was not moving during initialization. The medtronic representative (rep) manually moved the collimator blade, and it moved easily. They replaced the collimator and aligned and calibrated the collimator. Codes b01, c07, d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system had received an error initializing collimator message on the image acquisition system (ias) pendant. No patient was present.